Event description:
The patient reported not receiving any stimulation from the implant. The surgeon confirmed that the leads had not migrated. While in the or, communication with the implant could not be established. The surgeon decided to explant the patient. Patient was implanted with a new advanced bionics spinal cord stimulator.